Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
Filter was placed originally in 2007 via left sided femoral approach with no complications at the kcvamc. Patient returned on two months later, to have the filter removed. It was an unsuccessful attempt to remove the filter. Another physician familiar with the procedure stated that there was an apparent difficulty in getting the sheath over the filter. The physician attempting the retrieval, stated that there was no way he exerted enough force to cause the filter to penetrate the ivc caudally. Patient was evidently discharged following the procedure, then reported to the ER at kcvamc with abdominal pain on three days later. A CT scan was performed and it shows that the primary struts of the celect penetrated the ivc and into small bowel/duodenum, a portion of the aorta and into the retroperitoneum. Eventually the patient was referred to the ir department at another facility. An additional CT was performed showing the extracaval penetration of the celect. It was determined that there was no hematoma or active bleeding. The decision was made to attempt to retrieve the filter. The filter was retrieved via the ij approach with minimal effort and no complications. A follow up CT revealed that there was no extravasation or hematoma.